Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 45 units and remained static. Reportedly, the cartridge was filled with 160 units of insulin. There was no impact to the customer's blood glucose. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.